Event description:
The physician attempted arteriotomy closure with the closure s 6 fr. Device following a diagnostic procedure. It was reported that the device broke at the "elbow." The pt was taken to surgery for device removal and vessel repair. It was reported that the pt is fine. Though requested, the customer declined to provide additional info.